Event description:
A short report has been received from a physician concerning a pt who was enrolled in 2005 in an observational survey, which describ the techniques used in the treatment of gas leaking in thoracis surgery: partial pulmonary exeresis (lobectomy, bilobectomy, wedge resection, lung volumetic reduction surgery) and decortication surgery. The pt's med history was not reported. In june-2005, the pt underwent atypical lobectomy as indication of pneumothorax, using coseal (non-furthr specified). 2005, the pt died (natual death, non-further specified). The reporter considered the event as not related to coseal.